Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. Inspection of the soft cannula found no bends or kinks. No evidence of bleeding was observed on the returned device. Inspection of the device found no damages or defects that would cause bleeding. The download data shows that the device generated an 0x34 alarm, indicating processor reset for unknown reason. Inspection of the device found no damages or defects that would contribute to the device alarming. During the investigation the device was reset and delivered a (B)(4) unit bolus without replicating the alarm. The exact cause of the alarm could not be determined.